Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon reptured a 20atms on the first inflation. The device was removed intact. The lesion being treated was located in the moderately tortuous and severely calcified mid to distal right coronary artery. The procedure was successfully completed. No stents were deployed. Pt staus is listed as "good".